Event description:
Reported overinfusion of unknown medication. Infusion pump was set up to infuse, connected to patient and programmed at 6ml/hr and roller clamp opened. An unintended flow was observed and the infusion was stopped. The patient experienced bradycardia and was monitored. No medical intervention was required, no additonal medication was given.